Event description:
The right fork assembly is bent as the stem and caster wheel was also bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.